Event description:
I got an euflexxa injection in both knees for osteoarthritis. This caused joint and muscle pain, low back pain, severe headache, extreme fatigue, muscle weakness and even leg paralysis for a few hours. I also had insomnia and started having daily shaking episodes, nonepileptic seizures, lasting 30 minutes to 6 hours. I was hospitalized on a neuro unit twice. The 1st time for 2 days and the 2nd time for 4 days. I was also treated in the ER twice. I started taking benadryl for the insomnia and the immunologist I saw had me decrease the dose. As I did the shaking episodes occurred daily for weeks. The hospital neurologist said my symptoms cause were a mystery. When I was discharged I increase the benadryl to 50 mg/night and the shaking episodes went away. The outpatient neurologist agreed the timing was right for an allergic reaction to the euflexxa and had me slowly wean off the benadryl. Reference report: #mw5149932.